Event description:
The procedure was contra lateral access to treat mid-sfa instent restenosis. Device caught a stent strut and the physician unable to disengage stent. The turbohawk was removed through a 10 french sheath along with the wire and possible stent. Once the turbohawk was removed a closed-cell design stent was deployed across the previously deployed stent.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.